Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer had several system errors in the programmer error logs. Hard drive was reconfigured and software reloaded/updated to resolve issue. Analysis also found the latch tabs on the power cord bay were broken. (B)(4).

Event description:
It was reported an error code displayed on interrogation. Multiple attempts to restart the programmer but same result. It was noted it seemed to occur only with maximo devices. The programmer was returned for repair. No patient complications have been reported asa result of this event.